Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pace impedances of greater than 3000 ohms. Reprogramming was performed, but the patient then presented to the hospital due to a syncope event. Patient was told the lead was broken, so a revision was immediately performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).